Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for sn (B)(4) was performed from the date of manufacture 12/14/2017 to the present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the site has the wrong bezel. There was no patient involvement.

Event description:
It was reported that the site has the wrong bezel. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found on customer stated problem unit has wrong bezel installed, unit operating as expected. Lvp keypad recall complete. A review of the device history record for (B)(6) was performed from the date of manufacture 12/14/2017 to the present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2015-0209 for keypad.